Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms during the loading process. The customer was able to successfully install another cartridge and had no further problems. The customer's blood glucose level was not impacted. As the event occurred in the past, the customer could not recall any further details.